Event description:
It was reported that during a nephrectomy, the device was ejecting clips. All the clips were retrieved that fell into the patient. The case was completed with another device. No patient consequence.